Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, the farawave catheter was selected for use. Before ablation, while testing the catheter's shapes, the guide became entrapped and blocked within the catheter shaft. The catheter was replaced, and the procedure was successfully completed with a new device. No patient complications occurred.